Event description:
It was observed that during the device evaluation, the subject device exhibited distal fiber breakage, dents on the distal edge, dents on the outer tube, cracks on the video connector. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: distal fiber breakage, dents on the distal edge, dents on the outer tube, cracks on the video connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The most probable cause of the complaint is cause not established, which is the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device